Manufacturer narrative:
Although requested the event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported that the pump was programmed for a rate of 3 ml/hr to infuse the 100 ml heparin bag (0.5 units/ml) over 33 hours and it infused in 19 hours. No patient harm and/or medical intervention reported.